Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected due to fluid loss from broken tubing. The ipp was explanted and replaced. There were no patient complications reported.